Manufacturer narrative:
Correction code: 1627487-12192011-001-c. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pocket heating. The pocket heating issue was resolved on its own. No further information is available at this time.